Event description:
Caller reported a malfunction on the pump, known as malf 12, which occurred multiple times with the same device, but no notable events were identified as causing the issue. There was no adverse impact to the customer's blood glucose level. In response, technical support agreed to replace the pump, ensuring it would have updated software. Customer planned to use the current pump until the replacement arrived. Instructions were provided for returning the faulty pump, and the customer was advised on setting up the new device.